Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed

Event description:
It was reported that the patient reported to clinic on (B)(6) 2021 that they dropped their consolidated bag, which resulted in a driveline tug. The site was cultured with positive growth for staphylococcus infection. The patient was started on double strength bactrim for two weeks with instructions to call the clinic if the infection did not resolve.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.